Event description:
While turning pt connected to a ventilator, the ventilator tubing became disconnected at the exhalation port. Tubing was reconnected to wrong port - exhalation tubing was connected to the flow transducer port (opposite end of exhalation port). The ventilator configuration of these two ports is such that they are side by side; the ports are unlabeled but not similar looking. The problem is that even though they look different, they will both accept the ventilator tubing.